Event description:
It was reported that the biomedical engineer received the external pulse generator (epg) with a self-test error and was able to duplicate it during testing. The reasons for the error and how to clear it were explained to the biomedical engineer. Further testing indicated no issues, so the epg will not be returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.